Event description:
Additional information received indicates this is a duplicate event. Please refer to report number 3004209178-2019-03156 for any additional information received regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional concomitant medical products: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient fell and afterwards had high impedance on the left lead. A scan of the left lead did not show a fracture. The physician decided to switch the stimulation off on the left lead. A revision was planned for (B)(6). There were no symptoms reported. No further complications were reported or anticipated.